Event description:
The hcp reported the pt was experiencing a loss of efficacy followed by suspected overinfusion. The "pt presented in an overdose emergency"-somnolence, fatigue, unresponsive." The dose was reduced, the pump was stopped, and a narcan drip was started. The pump was explanted and replaced. The pt outcome was reported as improved. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.